Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
According to the report of (B)(4) 2012, a coil retention issue was assessed during an appointment on (B)(6). At the pt's activation appointment on (B)(6), the coil would not magnetically adhere to the implant site. A 4-dot magnet coil would not keep the coil on the head over the implant site. Hair removal around the implant site and a tight head band with a single 4-dot magnet were worn during waking hours from (B)(6). However, the implant could only be stimulated with extreme physical pressure being placed on the coil on the head, or into the dib coil. Skin flap thickness was not measured during implantation surgery. On (B)(6), the pt underwent revision surgery, in which the skin flap was thinned out. Reactivation was due to take place on (B)(6), but was canceled due to a large hematoma over the implant site. The pt was seen on (B)(6), but activation was unable to take place due to coil retention issues. The pt was explanted of the device on (B)(6).